Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead could not be placed due to the "translocation of the patients heart". A second ra lead was attempted, but it was not used because it had the same issues as the first attempted lead. The third ra lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads could not be place due to the patient's cardiac variability.